Event description:
On (B)(6) 2012, the lay user/reporter, the patient's daughter-in-law, in (B)(6) contacted lifescan to report the one touch ultraeasy meter was giving the error 1 error message. On (B)(6) 2012 the technical support representative (tsr) spoke with the patient to obtain and verify information. On the morning of (B)(6) 2012 the patient obtained the error message error 1 on the reported meter; she was unable to obtain a blood glucose reading. At that time, the patient experienced the symptom of headache. The patient reported that she had been able to successfully test her blood glucose level using the reported meter earlier that day, but was unable to provide her readings. The patient noted her diabetes is unstable and could not state what her usual readings were. In the early afternoon of (B)(6) 2012, the patient went to the pharmacy to have her blood glucose level tested. That result was reported to be "high", specific result was not provided. The patient administered self-treatment by taking an increased dose of insulin 30 units, and felt better afterwards. The patient did not seek any medical attention. The patient manages her diabetes with the oral diabetes medication "suguan" (glyburide/metformin) twice per day, insuman rapid solostan rapid-acting insulin 20 to 30 units at mid-day, and lantus insulin 20 to 30 units at night. The meter and test strips were replaced. The patient allegedly had elevated blood glucose levels after she was unable to test her blood glucose level due to the meter issue, and received an increased dose of insulin as treatment. Therefore this complaint is being reported.